Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the drawer had failed and required maintenance. The field service engineer (fse) replaced the faulty matrix drawer with a known good drawer available on site due to repeated recovery issues with the original drawer. The replacement drawer was tested within the medication application and was confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer had failed/jammed and required maintenance. Customer tried to recover the drawer, but as soon as it was recovered and opened, it jammed again and failed right away. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.